Event description:
Healthcare provider later reported that this side was not the one ruptured but instead the other side. The right side was intact. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side rupture confirmed via CT scan and exchange of textured device due to patient's concern with product. The device remains implanted.